Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the superficial femoral artery (sfa). The armada 18 balloon catheter was advanced to the target lesion with no resistance noted. During inflation of the armada 18, a pinhole was noted in the balloon at 6 atmospheres. The device was removed without any issues and a new armada 18 was used in the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.